Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. If the device is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil prematurely detached from the delivery pusher within the microcatheter. The entire system was withdrawn. No patient harm or intervention was reported.

Manufacturer narrative:
Corrected data: d4 (device lot number, expiration date & UDI number), h4. Additional information: d9, h3, h6, h10 (summary device evaluation). Summary of device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant broken, stretched and to be attached to the pusher with no signs of activation using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.